Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
The core console with integral irrigation pump was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message signaling a condition occurred from which the device has the potential to allow another to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
It was confirmed the console caused a bias current error. During the device inspection, the technician determined the error was due to an electronic failure.

Event description:
The core console with integral irrigation pump was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message signaling a condition occurred from which the device has the potential to allow another to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.